Manufacturer narrative:
Per report, "the oxygen supply line is popping off from the neb canister with appropriate oxygen flow rates." Customer also reported that, "while delivering a breathing treatment, staff state increased incidents in the tubing popping of the nebulizer cub and/or leaking of medication from the cup. Discarded defective product and a new nebulizer set up was obtained for the patients." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "the oxygen supply line is popping off from the neb canister with appropriate oxygen flow rates."